Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly, imaging of the tricuspid valve was challenging due to the equipment and due to anatomy. Mitraclip xtr (cds0601-xtr) was placed on the septal and anterior leaflets of the tricuspid valve. Imaging was reviewed and there was a tr reduction from severe to grade 1-2+ with each grasp. There was difficulty grasping the leaflets and confirming that the septal leaflet was fully inserted. Despite this difficulty, the physician decided to continue with deployment. Upon deployment, the septal leaflet came out of the clip. The clip remained secured on the anterior leaflet (single leaflet device attachment-slda). The gripper line was removed and the procedure ended. The tr remained severe and no treatment was provided. No additional information was provided regarding this issue. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr, referenced in describe event or problem, is filed under a separate manufacturer report number.

Event description:
This report is being filed due increased mean mitral valve pressure gradient post device (cds0501) implantation. It was reported that (B)(6) 2016, two mitraclips were implanted, treating mixed mitral regurgitation (mr) without reported issue. On an unspecified date, residual mr was noted along with severe tricuspid regurgitation (tr). Reportedly, the increased mr was due to progression of underlying congestive heart failure. On (B)(6) 2018, a repeat mitral valve procedure and a tricuspid valve procedure was performed. The patient presented with a flail gap. A mitraclip nt (cds0501) was implanted between the two index procedure clips, without an issue. The mr was reduced from grade 4 to 2. The mean mitral valve gradient pressure went from 4 mmhg to 6 mmhg. There was no adverse patient effect due to the pressure increase. The index procedure mitraclips remained stable and well seated with good leaflet insertions.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this incident. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.